Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection".

Event description:
Healthcare professional reported having a syringe of juvéderm volume with lidocaine where the needle went out from the syringe during the injection and all gels came out. Packaged needle was used. There was no patient contact with the device.

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where the needle went out from the syringe during the injection and all gels came out. Packaged needle was used. There was no patient contact with the device.

Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received with a cap, no needle in a plastic roll. No defect observed to syringe.